Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   A clinical review of the available data was performed and determined that it is unknown if the device use caused or contributed to the patient death.

Event description:
The customer contacted physio-control to report that their device unexpected powered off during a patient event. The customer indicated the patient is deceased, unknown if device failure had any bearing with cause.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpected powered off during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.